Manufacturer narrative:
Film evaluation results are: review of 2 still angio images during implant showed the patient¿s descending thoracic aorta, beginning just above the endurant suprarenal stent apices. Other than the suprarenal stents, the endurant stent graft system and aaa were not visible in the images. Approximately 7cm superior to the suprarenal stents the thoracic aorta was acutely angulated ~90 deg left, and a possible dissection was seen along the descending thoracic. Another manufacturer¿s device (gore) was seen delivered across this acute bend, and the second image showed that one or more gore cuff¿s had been implanted across this acute bend. The dissection appeared to have been resolved. The cause of the dissection could not be determined from the limited still angio films provided. Pre-implant CT¿s were not provided. Images showing delivery system positioning up to the target, stent graft deployment, and delivery system removal, were not seen in the films provided. It appears likely that this was anatomy/user related; implanting within the severely angulated descending thoracic anatomy.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 50 mm abdominal aortic aneurysm. It was reported that, during the procedure as the delivery system was being removed, the tapered tip was advanced above the renal arteries where there was a sharp bend in the vessel morphology. The vessel intima became caught on the tapered tip of the delivery system during the advance and the vessel intima was damaged in an area measuring approximately 1 to 2 square centimeters as the delivery system was being removed. Following the damage to the vessel intima, the physician noted the presence of a dissection from upper aorta to the descending aorta above the renal artery. The physician elected to implant three additional stent grafts from another manufacturer and the dissection was resolved. Per the physician, the cause of the event was due to patient anatomy of a sharp bend in the descending aorta above the surprarenal artery and user error that the device was not carefully removed from the patient. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.